Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there were visibly broken/frayed wires noticed from the device. There was no material missing from the device. There were no functional issues related to cautery. There were no issues relating to the ono-intuitive or uncontrolled motion. The procedure was completed robotically as planned.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal end. The proximal clevis on the instrument was dislodged. The complaint regarding broken cable was not confirmed by failure analysis. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.